Manufacturer narrative:
Updated fields: b4, b5, d8, g3, g6, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was unable to replicate the failure however while troubleshooting the fse detected foreign mater in the pim module tubing near the tidal disk. The foreign matter would cause clogging and pressure imbalance. To remediate this, the fse replaced the pim module. After the repair, the unit passed all functional and safety tests per factory specifications.

Event description:
It was reported, the cardiosave intra-aortic balloon pump (iabp) helium line keeps popping out. Patient involvement is unknown but no harm occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) gas airloss, helium line keeps popping off. No harm.